Manufacturer narrative:
Device-a: d5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device which was returned. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. Instrument a and b were returned in good physical condition. Instrument a and b were cycled, fed, fired, and formed the staples within design. It was concluded that the instruments were conforming to design specifications. The instrument is designed to eject the staple from the anvil. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during an abdominal hysterectomy at an unk time the surgeon reported the staples were shooting out of the skin staple. A third stapler was opened to complete the procedure. The rep clarified -- the surgeon reported the staples were extracted one at a time in an abnormal fashion. There was no consequence to the pt.